Event description:
Caller reported an issue with the insulin gauge displaying an unexpected amount. The pump was showing a fill estimate of 0 units, which was not expected. There was no adverse impact to the customer's blood glucose level. The discrepancy in the fill estimate was attributed to an alert or alarm condition. No additional information was received regarding the outcome of the event. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.